Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted CT scan of the patient¿s outflow graft confirmed the reported extrinsic obstruction of the outflow graft. Based on complaint history and similarly reported events, the data captured in the log file is consistent with an obstruction of the outflow graft, which was confirmed through the submitted CT scan. A specific cause for the reported dizziness as well as a direct correlation with the device could not be determined through this evaluation. The submitted CT of the sealed outflow graft showed an obstruction between the outflow graft and bend relief resulting in a compression on the outflow graft. The controller event log file contained data from on (B)(6) 2021 10:54:28 through on (B)(6) 2021 08:11:30. The patient was using a low flow software 2.0 controller. Two low flow fault flags were captured when the estimated flow dropped below the threshold of 2.5 lpm. These faults lasted less than 10 seconds, resulting in no low flow hazard alarms. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log file captured routine events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 17apr2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had persistent lower flows than expected at 5400 rotations per minute (rpm) without significant change with ramp to 5600 rpm (then readjusted and left at 5400 rpm). The patient has had multiple emergency room visits with complaints of low flows, dizziness, and falls, and had already had a software upgrade. Computed tomography showed an outflow graft compression (~50%) at the bend relief. A log file analysis captured two lower flow events on (B)(6) 2021 that were not sustained long enough (at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.